Event description:
The customer reported to siemens that they obtained erroneously depressed microalbumin_2 (alb_2) results on two (2) patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician and were not questioned. The same samples were reprocessed on an alternate atellica ch 930 analyzer. The higher reprocessed results obtained were considered correct and reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed microalbumin_2 (alb_2) results.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding erroneously depressed microalbumin_2 (alb_2) results obtained on two (2) patient samples on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the available instrument data files and the information provided by the customer. Quality control (qc) results were flagged with no calculation error. Hsc reviewed the calibration data and found that the signal recovery of the calibration in use was inconsistent with the surrounding calibration attempts. The customer used a fresh calibrator material yielded an acceptable method calibration. Hsc concluded that the cause of the event was consistent with the poor calibration curve. Hsc could not determine whether the curve shape failure was related to a compromised calibrator material or operator error. The customer is operational. The device is performing within specifications. No further evaluation is required.